Event description:
It is reported that customer was hospitalized with diabetic ketoacidosis. The blood glucose reading at time of hospitalization was 700 mg/dl. Customer made a call to 911. Events leading to hospitalization was nausea, vomiting and dizziness. Customer was hospitalized for two days in ICU. During troubleshooting, assisted customer with correcting time and date. Programming correct. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.